Event description:
It was reported that the gastrointestinal videoscope displayed an intermittent b30 scope communication error and snowy image. The event occurred during inspection for use (prior to patient use). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.